Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 68-year-old male, race and ethnicity unknown, in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The complainant reported that there was a delivery issue as they were unable to get the device to pass through the patient's ilio-femoral stent. Multiple attempts proved unsuccessful, and insertion was aborted as the patient had bilateral ilio-femoral stents. The decision was made to place an intra-aortic balloon pump instead.